Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: device was discarded at the hospital and will not be returned for evaluation. Echo report was not provided. The surgeon did not indicate that this explant was due to a device malfunction. It was indicated as due to patient anatomy. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported that a magna 3000j19 was implanted for aortic valve replacement to correct aortic stenosis on (B)(6) 2011. During the implant, severe calcification was observed on the annulus near the right coronary. Customer avoided the calcification area and sutured [the] magna 3000j19. After implant, it was found on echo that the valve was blocking the right coronary. Another carpentier-edwards valve (same size) was implanted as a replacement. Sales rep commented that second model device was chosen because the sewing ring would fit on the calcified annulus better than a magna. Because of the shape of the sewing ring and the thickness of the silicone, customer could suture away from the coronary. The surgeon did not indicate that this explant was due to a device malfunction.